Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were successfully used to remove the device from the patient anatomy. Hemostasis was achieved with the clip. There were no patient effects reported. Though requested, additional information was not available.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.